Manufacturer narrative:
Additional information received from the customer reporting that the unit failed during routine inspection and not while in use with a patient. One cadd solis vip 2120 pump was returned for analysis with no physical damage. The event history log was reviewed indicating that a cassette not attached properly alarm occurred and a cassette damaged alarm occurred. Numerous cassettes were then attached to the unit with no issue. Based on the evidence the problem source is unknown as the complaint was not confirmed.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited cassette attached error. No reported adverse effects.